Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an endostat generator was used during a procedure. According to the complainant, during the procedure, there was intermittent output on monopolar blend-20 mode and it was difficult to cauterize polyp even after several attempts. The footswitch, active cord, pads and probes, were all switched out; however, there were still intermittent output. Eventually they were able to complete the procedure with this generator. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the unit to be in far physical condition. All knobs and switches functioned properly. The unit passed the endostat iii return evaluation procedure and is within all test parameters. The condition of the returned device was not consistent with the complaint of intermittent monopolar operational output; the complaint was not confirmed. The unit passed the endostat iii return evaluation procedure and is within all test parameters. All connections inside the unit were checked and wires were manipulated while the rf was activated and no problems could be found with the output. The unit was then tested in the blend mode at a setting of 20 with different load settings and no problems were found. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an endostat generator was used during a procedure. According to the complainant, during the procedure, there was intermittent output on monopolar blend-20 mode and it was difficult to cauterize polyp even after several attempts. The footswitch, active cord, pads and probes, were all switched out; however, there were still intermittent output. Eventually they were able to complete the procedure with this generator. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4): intermittent energy delivery to generator. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.